Event description:
Philips received a complaint from the biomedical engineer (bme), reporting that the v60 ventilator¿s monitor detached from the device. It was unknown how the issue was found. There was no patient or user harm reported. The bme reported that the v60 ventilator had a monitor that was detached from the device due to a missing screw. The bme reattached the monitor with a new screw. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was not in use when the issue occurred. H6 codes updated based on information provided in the initial report.